Event description:
The customer observed falsely depressed alinity I free t4 result for two patients. The patients were higher by another method. The following data was provided: patient 1: had a malignant thyroid tumor, amputated all of the thyroid gland. Patient is on medication so laboratory believes ft4 should be higher: sid (B)(6) processed on (B)(6) 2024 alinity (serial number (B)(6)) initial result = 15.45 pmol/l repeated on alinity serial number (B)(6) = 15.27 and 14.91 pmol/l. Cobas result = 23.1 pmol/l. Other results provided with reference range: - total t3: 1.66 nmol/l (0.538-2.965). - tsh: 0.0198 uiu/ml (0.27- 4.2). - anti-tg: 6.47 iu/ml (0-4.11). - thyroglobulin: 3.8 ng/ml (3.5 ¿ 77). Historical results before surgery ((B)(6) 2024): - free t3: 4.81 pmol/l (3.1 ¿ 6.8) cobas 8000. - free t4: 9.4 pmol/l (7.86 ¿ 14.4) dxi800. - tsh 1.023 uiu/ml (0.34 ¿ 5.6) dxi800. Drugs the patient is taking: - briozcal 1,25g + 125 iu. - levothyroxin 100 mcg. - kali clorid 500 mg. - cefoperazon 2g. Patient 2: diagnosed with thyrotoxicosis. Sid (B)(6) processed on (B)(6) 2024 alinity (serial number (B)(6)) initial result = 16.07 pmol/l repeated on alinity serial number (B)(6) = 17.32 and 18.46 pmol/l. Cobas result = 28.6 pmol/l. Other results provided with reference range: - tsh: < 0.0083 uiu/ml (0.27- 4.2) historical results before treatment ((B)(6)): - free t3: 5.07 pmol/l (3.5 ¿ 6.5) atellica. - free t4: 13.8 pmol/l 11.5 ¿ 22.7) atellica. - tsh 1.223 uiu/ml (0.55 ¿ 4.78) atellica. Drugs the patient is taking: - thiamazole 5mg. - enzicoba. Alinity ft4 reference range = 9.01-19.05 pmol/l cobas ft4 reference range = 12-22 pmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sids (B)(6).

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 63095ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 63095ud00. In-house performance testing was completed which concluded the complaint lot is performing as expected. Device history review did not identify any issues with the complaint lot. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 63095ud00 identified.

Event description:
The customer observed falsely depressed alinity I free t4 result for two patients. The patients were higher by another method. The following data was provided: patient 1: had a malignant thyroid tumor, amputated all of the thyroid gland. Patient is on medication so laboratory believes ft4 should be higher: sid (B)(6) processed on (B)(6) 2024 alinity(serial number (B)(6) ) initial result = 15.45 pmol/l repeated on alinity serial number (B)(6) = 15.27 and 14.91 pmol/l cobas result = 23.1 pmol/l other results provided with reference range: total t3: 1.66 nmol/l (0.538-2.965), tsh: 0.0198 uiu/ml (0.27- 4.2), anti-tg: 6.47 iu/ml (0-4.11), thyroglobulin: 3.8 ng/ml (3.5 ¿ 77), historical results before surgery (B)(6) 2024):, free t3: 4.81 pmol/l (3.1 ¿ 6.8) cobas 8000, free t4: 9.4 pmol/l (7.86 ¿ 14.4) dxi800, tsh 1.023 uiu/ml (0.34 ¿ 5.6) dxi800, drugs the patient is taking:, briozcal 1,25g + 125 iu, levothyroxin 100 mcg, kali clorid 500 mg, cefoperazon 2g. Patient 2: diagnosed with thyrotoxicosis. Sid (B)(6) processed on (B)(6) 2024 alinity(serial number (B)(6) initial result = 16.07 pmol/l. Repeated on alinity serial number (B)(6) = 17.32 and 18.46 pmol/l. Cobas result = 28.6 pmol/l. Other results provided with reference range: tsh: < 0.0083 uiu/ml (0.27- 4.2). Historical results before treatment(june 17): free t3: 5.07 pmol/l (3.5 ¿ 6.5) atellica. Free t4: 13.8 pmol/l 11.5 ¿ 22.7) atellica. Vtsh 1.223 uiu/ml (0.55 ¿ 4.78) atellica. Drugs the patient is taking: thiamazole 5mg, enzicoba. Alinity ft4 reference range = 9.01-19.05 pmol/l cobas ft4 reference range = 12-22 pmol/l no impact to patient management was reported.